Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney disease. In addition, the patient also reported lung disease, cardiac injuries, chronic kidney disease (ckd), stage 4 copd, heart damage, and pulmonary injuries. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device has not been returned to the manufacturer.

Manufacturer narrative:
Additional information received on 01/23/2023 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged kidney disease. In addition, the patient also reported lung disease, cardiac injuries, chronic kidney disease (ckd), stage 4 copd, heart damage and pulmonary injuries. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.